Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: sister informed me that she has been made aware of an incident with one of our ports where part of the black seal has fell into the patient during a procedure. I have no more information at this time as she was not present in the case. Additional information received from sales representative via email on 12dec2017: the piece of rubber, from what the sister told me, was seen and retrieved. Patient status: did a patient injury or illness occur associated with the complaint event? No.